Manufacturer narrative:
Concomitant medical product: axf3434w28ct stent graft implanted: (B)(6) 2008; af3416c155ct stent graft implanted: (B)(6) 2008; t510c31 tissue valve implanted: (B)(6) 2015; 6947m62 lead implanted: (B)(6) 2015; dtba1qq crt-d implanted: (B)(6) 2015; 459888 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient was reported to have shortness of breath and dyspnea. The lead remains in use. No patient complications have been reported as a result of this event.